Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trail that the index procedure was performed in 2008. Predilatation was performed prior to stenting of the proximal lad with one xience v stent. No procedural complications were reported. In 2009, the patient complained of shortness of breath on exertion and fatigue at the end of the day. Patient scheduled for an outpatient cath. Cath the following month revealed a 95% concentric stenosis in the proximal lad at the level of the diag 1, the index stent alongside the stenosis is reported to be patent; however, the investigator reported possible edge stent restenosis, which was treated with percutaneous coronary intervention. Patient was discharged the following day. No additional event or patient information is available.